Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had size 8 portex endo tracheal tube inserted, and the pilot line came apart from the tube while moving the line to provide collar care. No excess pressure or force was applied. Pilot line appeared to slide out of tube as if not adhered to the patient required a change of an endotracheal tube. There were no patient harm or adverse events reported as a result of the event.